Event description:
Depressor blade can come loose from laryngoscope handle when the laryngoscope is used to examine a pt's throat. According to rptr the co is aware of this problem and knows that the products should be recalled, but does not want to recall the products because of adverse financial effects. The problem is that the laryngoscope handle does not match up like it should with the depressor blades for device. The complainant heard of the problem from a friend who left the MFR.